Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Correction: lot # corrected from "f35742" to f35842. Result: the 5max ace reperfusion catheter was kinked approximately 2.5 cm from the hub. The 5max ace reperfusion catheter was fractured approximately 82.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated a fracture occurred while advancing the penumbra reperfusion catheter 5max ace. The evaluation of the returned product was confirmed. The penumbra reperfusion catheter 5max ace was fractured. This type of damage typically occurs when the device is improperly handled during removal from the packaging or during preparation for use. If the catheter is removed from the packaging hoop or manipulated during insertion into the patient at an angle, the shaft may fracture due to excess force and bending of the catheter. The root cause of this complaint cannot be determined. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While inserting a penumbra system 5max ace reperfusion catheter into another manufacturer's 6f sheath, the 5max ace became fractured. A new 5maxace reperfusion catheter was successfully used.